Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. The patient's ipg was inoperable due to the patient had not recharged the device within several months. Subsequently, the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was removed and replaced. Reportedly, effective therapy was achieved following the procedure and the issue is now resolved..